Manufacturer narrative:
H3: product analysis of part# 5540030, lot# 0064205c visual and optical inspection did not reveal any thread damage that could contribute to the set screw backing out. Functional inspection confirmed the set screw was able to be threaded into sample bone screw without any issue. The set screw appears to function as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Radiographic image review: antero posterior thoracolumbar fusion, lateral view shows malposition of l3 screws, rod appears short to bottom screw on one side. In antero posterior lateral x-ray, the rods appears to be present through both l3 screw heads and one of the l3 screws appear misplaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of origin is australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for scoliosis correction. Levels implanted was right l2 and l3. It was reported that a patient underwent a scoliosis correction procedure with a screw implanted at the right l3 pedicle. Post-opera tively, the patient could feel movement. Intraoperative computed tomography showed the rod was long enough, setscrews were in place, and screws were within the pedicle. However, post-operative computed tomography revealed that the setscrew had popped off the right l3 screw and the right l3 screw had migrated into the superior endplate. The l3 screws were replaced. There were no further complications or symptoms reported. Additional information was received via manufacturer representative that there are no injuries, but the patient required an additional operation to correct where the setscrew came off the rod.